Manufacturer narrative:
Additional information: section d9: device available for evaluation ¿ yes. Returned to manufacturer on 09/30/2021. Section h3: device evaluated by manufacturer ¿ yes. Device evaluation: visual inspection under magnification revealed viscoelastic residue on the optic body and haptics and that the lens was received cut into three pieces and a haptic detached, which is consistent with a lens that was handled during removal. Based on the return condition of the lens, no further product evaluation could be performed. The complaint issue could not be confirmed, and no product deficiency could be identified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search revealed that one complaint that delivery issue and haptic damaged was found. The product evaluation could not confirm the complaint event reported; therefore, no escalations are required. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Weight, ethnicity: unknown, information not provided, give date: n/a (not applicable). The intraocular lens was not implanted. If explanted, give date: n/a (not applicable). The intraocular lens was not implanted. Therefore, lens was not explanted. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that trailing haptic of an intraocular lens (iol) was noticed to be bent while inserting the lens into the eye. The iol was partially inserted, cut out and removed. The procedure was completed successfully using a replacement lens of the same model and diopter. There were no medical or surgical interventions required. The patient was reported to be totally fine. No further information is available.